Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received error messages and questionable results from coaguchek xs meter serial number (B)(4). The initial testing generated an error indicating movement of the test strip. At 23:16, the result of the repeat test was 1.6 inr. As the customer thought this was too low, he retested at 23:50 and the result was 2.5 inr. There was no allegation of an adverse event. The customer had no signs of a high inr, no changes in warfarin, diet or health or other medications. He does not take vitamins of any kind. The customer had no concerns with hematocrit levels, no other blood thinners, and no concerns with lupus or antiphospholipid antibodies. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.